Event description:
The complainant reported that the 74 year old male patient was implanted with an impella cp for mechanical circulatory support. While on support, hemolysis and access site bleeding occurred. The patient went into cardiac arrest in the evening and cardiopulmonary resuscitation (CPR) was performed. Pulseless electrical activity (pea) was noted on the monitor and return of spontaneous circulation (rosc) was obtained; however, the patient remained unresponsive. The patient was transported to the catheterization laboratory for impella placement and high risk percutaneous coronary intervention (hrpci). It was reported that the impella device was left in place and the patient received one (1) unit of blood prior to transfer to the intensive care unit (ICU) to receive hypothermia protocol. Oozing and hematoma were observed at the impella access site. Manual pressure, angle matching, femstop and forward tension suturing were utilized to resolve this issue. It was reported that the patient¿s laboratory results returned hemolyzed. Echocardiogram (echo) imaging identified the tip of the pump was resting on the mitral valve. The medical professional repositioned and torqued the impella into a better location at the center of the apex. Flows improved and the pump speed level was reduced to p4 from p7. Weaning was successful, the impella device was explanted, and the procedural outcome is the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ this report is being filed as part of a retrospective review of historical records.